Event description:
Healthcare professional through the National Breast Implant Registry (NBIR) "Migration/Implant Malposition". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Malposition and Migration.